Manufacturer narrative:
Method: though still under investigation, varian has determined that an MDR is appropriate, as information provided reasonably suggests that the varian device has or may have caused or contributed to serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Customer states that the ciao in (B)(6) is different than the portal image captured in the before double exposure. The field is a (B)(6) field. Customer would like the planned image to match the (B)(6). There was no report of serious injury as a result of this event.